Event description:
Patient said that their meter=199 and ten minutes later patient passed out. 911 was called and patient received an IV. Emergency medical technician's meter=less than 30. Took 10 units of insulin about one hour before the 199 reading. Reading when patient took insulin was 358. Said patient thinks device is reading blood sugar higher than it was.